Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator system was explanted as it exhibited a migration. This device is not expected to be returned for analysis and no additional adverse patient effects were reported.